Event description:
The physician reports performing cataract surgery with implantation of the crystalens. One month postoperatively ((B)(6) 2010), the pt's udva was 20/30 j3, uiva 20/25 with mr - 1.00 - 0.25 x 110. A f/u examination was performed on (B)(6) 2010. At this visit, the pt complained of sudden onset of blurred vision and the surgeon observed that the lens had vaulted anteriorly. The pt's udva decreased to 20/70, uiva was 20/50 j2 with mr - 2.25 -0.50 x 160. The surgeon performed a yag capsulotomy under the superior hinge with the intent of returning the iol to a more posterior position. The pt continues to be monitored.

Manufacturer narrative:
(B)(4)